Event description:
While performing failure analysis on a returned processor pca, it was identified by an authorized technician that the sw3 switch on the board was damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.